Event description:
A customer reported that the adc device detached prematurely. The customer indicated experiencing symptoms of fatigue and dehydration. The customer was provided sugar water at home and was also seen by a healthcare professional who obtained an unspecified fingerstick reading and received additional treatment of juice and sugar water via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.